Manufacturer narrative:
This report is filed march 18, 2016.

Manufacturer narrative:
This report filed february 26th, 2016.

Event description:
Per the clinic, the device was explanted (B)(6) 2016 due to inflammation. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, february 2016.